Event description:
Caller reported a malfunction on a pump, which did not cause any adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in performing the reset, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappeared, which the caller acknowledged and understood.